Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's event that the device wont turn on at all. A device was returned to a manufacturer / third-party service center. During the evaluation of the device, the customer complaint reproduced and pca is burned. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.